Manufacturer narrative:
The subject device is returned for evaluation. Functional evaluation of the sample did not reproduce the reported event of an unintended ejection. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported event was unconfirmed. The most probable root cause is an event occurring during user/device interface. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 680 units released for distribution in aug, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿

Event description:
As reported, during a tapp procedure, sorbafix enhanced fixation device was used to fixate the 3dmax light mesh. As reported, after deploying several fasteners, the device could not deploy fasteners and multiple fasteners were deployed at the same time. The loose fasteners were removed from the patient¿s body. There was no reported patient injury.